Manufacturer narrative:
PMA 510(k): this part is not approved for use in the united states; however a like device catalog # 6958730pt, 510k # k143471 was cleared in the united states. : patient code: c64343 (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, patient underwent posterior decompression fusion at c1-2. Post-op, screw loosening and recurrence of neurological symptom were developed as complication. So, on (B)(6) 2017, patient underwent revision surgery. Implants at the area of c1-2 were removed and the anchoring was conducted from occipital bone to c2/c3, and then posterior fusion was performed.